Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death or serious injury.

Event description:
The reporter indicated that the magnet is not activating the magnet mode stimulation. Troubleshooting was performed to determine if the patient was swiping the magnet properly and the magnet mode stimulation was reportedly not perceived. The cause of the magnet failure is unknown. The patient has not followed up with the treating physician regarding the event.